Manufacturer narrative:
Correcting the conclusion code grid, the evaluation results code grid, and the component code grid.

Event description:
It has been reported that device speakers are not functioning properly.